Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced skin breakdown, drainage/incisional wound opening, and erosion at the pump pocket site. The patient¿s family had noted redness around the pump site (B)(6) 2013 and brought the patient to see the family practice (fp) hcp whom lanced and drained the site (B)(6) 2013. The culture grew out staph and the patient was started on antibiotics (B)(6) 2013. The pump and catheter were explanted on (B)(6) 2013 and the patient was started on oral antispasmotics. The pump was used to deliver gablofen.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.